Event description:
Pt in or for exploratory laparoscopy. Device was applied prior to anesthesia. During intubation, the pt exhibited a "desaturation". After procedure, pt placed in sicu, and it was noted that she had pulmonary emboli. It was also noted that the pt's "desaturation" correlated with the application of the device. Pt was treated successfully, and has since been discharged home. Total hosp stay was 1.5 to 2 weeks. Prior to the laparoscopy, the pt had been asymptomatic for deep vein thrombosis, however the rptr believes that the pt's medical history predisposes her to this problem. The rptr does not believe the event was the product's "fault". Rptr believes that health care professionals should be alert to pts who may be predisposed to deep vein thrombosis; due to the risk of "throwing a clot" that leads to the lungs when applying this device. The rptr believes that this pt had asymptomatic deep vein thrombosis, and that applying the device caused a clot to be dislodged into the pulmonary circulation. Rptr believes that further research should be conducted on this issue.